Event description:
As reported by the field, during a mechanical thrombectomy, on the 6th pass, the physician went to re-use the embotrap iii 6.5 mm x 45 mm thrombus retriever (et307645, 23b219av). However, the embotrap iii would not feed into the track21 microcatheter (mc), it went past the hub and into the catheter but then would not go further. The physician reached then for a nimbus revascularization device (nbs094528, 22l183av), the nimbus proceeded to be inserted into the track 21 (mc) and the physician was able to use the device, felt the ¿pinch¿ and it did seem to recanalize some of the occlusion however not completely. The physician went back in for the 7th pass to use the numbus, however then the nimbus would not go into the track21 past the hub of the mc. It was mentioned that the user thought the red68 got stuck in the rhv and was damaged, which may have damaged the embotrap iii. They also reported they thought there was a kink in the microcatheter which may have affected things. However, they didn¿t understand why the embotrap iii wouldn¿t feed in the nimbus if this was the case. Additional information was received on 08-nov-2023 indicating that the microcatheter was changed. There was no relevant anatomical information including vessel characteristics. The devices did not appear to be damaged. Nothing was noted to be obstructing the microcatheter. A continuous flush on the microcatheter was maintained. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device advancement. There was no patient injury reported. Complete procedure recanalized. 1st pass ica red72 asp alone. 2nd pass ica red72 asp alone. 3rd pass ica-mca coasp embotrap 6.5x45 with velocity microcatheter (asp either sofia or red 68/72). 4th pass mca asp alone red or sofia. 5th pass mca asp alone red of sofia. 6th pass mca nimbus track21 microcatheter (asp either sofia or red 68/72). 7th pass mca asp red62.

Manufacturer narrative:
Product complaint # (B)(4). The device was discarded; therefore, no further investigation can be performed. A device history review (DHR) associated with lot 23b219av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Per the instructions for use (IFU), insert the distal end of the insertion tool through the rhv of the microcatheter and wait until fluid is seen exiting the proximal end of the insertion tool, confirming that the device is flushed. Advance the insertion tool until it is fully seated in the hub of the microcatheter. Fully tighten the rhv to hold the insertion tool securely in position. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint devices; however, it is possible that clinical and procedural factors, including device manipulation / interaction, vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3011370111-2023-00180.

Manufacturer narrative:
Product complaint # ==> (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h10. The initial examination of the returned embotrap device identified damage to the distal coil and distal segment of the outer cage of the embotrap device. No further damage was noted at any other locations on the device. The visual inspection also indicates that the returned embotrap device was correctly assembled and manufactured, with adhesive bonds and joints present on all areas of the device. It was reported that when the embotrap was to be reused on the 6th pass, it could not advance through the trak 21 microcatheter. A delivery assessment with the returned trak 21 microcatheter identified that the kink on the microcatheter impacted the advancement of the returned embotrap device through to the distal tip of the microcatheter. Therefore, the complaint event is confirmed. A successful delivery assessment with a sample embotrap device and sample trak 21 microcatheter was performed, confirming the embotrap device is compatible with the trak 21 microcatheter. An attempt to recreate the damage observed on the returned embotrap device showed that the damage was unlikely to have been caused by the kink on the trak 21 microcatheter. Potential cause of the damage to the embotrap device is the removal of the device through the reportedly damaged red68 aspiration catheter. However, the red68 aspiration catheter was not returned for investigation and no further detail on the damage of the red68 was provided, therefore, its condition could not be confirmed, and delivery assessments/recreation attempts using the red68 could not be performed. While the complaint event is confirmed, the root cause could not be determined. There is no indication that this complaint was as a result of a defect with the embotrap device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #(B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.